Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt started experiencing red heart alarms while connected to the patient cable. The pt was admitted and the event log history was saved and the system controller was exchanged. The pt continued to have red heart alarms while connected to the pt cable. The pt experienced pump stoppages and a percutaneous lead replacement was requested and performed.